Manufacturer narrative:
Zimvie received one (1) tsvm4h13, (imp,tsv, 4.1,13, mtx,mc,m) for evaluation. Visual evaluation of the as returned vial identified the vial was already opened, and the tamper seal / ring was broken. The inner vial and associated components were missing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1224377. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1224377 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿incorrect component quantity¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "product packaging" based on the investigation and risk management file review as per rmf rm-00308-pfmea rev. 1, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, the packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that during the opening of the packaging, the assistant realizes that the implant was missing. The doctor sends the implant container as it arrived, empty, without the internal product. The procedure was concluded by placing another implant. The affected dental position is unknown.